Event description:
It was reported that the implanted pacemaker alerted due to low right ventricular (rv) intrinsic amplitude. Review of the electrograms demonstrated that since implant, along with decreased rv amplitude, there was also increased rv pace impedance (still within normal limits), increased threshold, and loss of rv capture. The patient subsequently underwent lead revision on (B)(6) 2023. No additional adverse patient effects were reported.